Event description:
It was reported that at the user facility the insulation and shield on the tps handpiece cord was found detached at the end of the connector. Attempts are being made to retrieve the product for evaluation and to obtain additional information regarding the reported event from the user facility. A follow up report will be submitted once additional information becomes available.

Event description:
It was reported that at the user facility the insulation and shield on the tps handpiece cord was found detached at the end of the connector. Attempts are being made to retrieve the product for evaluation and to obtain additional information regarding the reported event from the user facility. A follow up report will be submitted once additional information becomes available.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The device was not made available to the manufacturer for evaluation.